Event description:
Additional information received from the healthcare provider for a clinical study, via a manufacturer representative, reported only the neurostimulator was relocated and not the lead. The procedure occurred on (B)(6) 2014. The lead was explanted and replaced on the same day.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va09pal, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported the patient had some soreness at the surgical site which turned into pain. There was no infection noted. The device and lead were repositioned/relocated and norco was administered to the patient. The event was considered resolved without sequelae.